Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation and it was found that her stimulation was turned up too high. The stimulation was decreased to a comfortable sensation. Add'l info was requested.